Event description:
Caller reported air bubbles and gaps in the infusion set tubing, which were observed during pumping. There was no reported adverse impact to customer's blood glucose level. The customer was experiencing this issue at the time of the call. Cts assisted the caller in loading a new cartridge using the correct technique, allowing the caller to successfully resume insulin therapy. As a resolution, cts replaced the infusion sets and cartridges, and the issue was resolved.